Manufacturer narrative:
An event regarding infection involving an uhr bipolar was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: no medical records or x-rays were made available for evaluation. -device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the reported lot and sterile lot. Conclusions: the source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Patient had a hip replacement. It was reported patient had infection.

Manufacturer narrative:
The following devices were also listed in this report: omnifit hfx hip stem size #09 132; cat#:6070-0935a; lot#:unknown. C-taper cocr lfit head 26mm/+5; cat#:06-2605 lot#:h85vt9. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Patient had a hip replacement. It was reported patient had infection.